Event description:
It was reported that two days post implant the patient was readmitted due to chest discomfort. Micro-perforation was suspected. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.